Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. This medwatch report is in response to receipt of maude event report mw5081932.

Event description:
It was reported that the patient underwent a recurrent large incisional hernia repair in the right suprapubic region along with bilateral rectus advancement flap closures on (B)(6) 2013 and the mesh was implanted in the preperitoneal defect. Post-operatively, as of (B)(6) 2013, the patient was doing well. On (B)(6) 2017, the patient presented recurrent bulging, a large hernia front abdominal wall, and 25 lb. Weight loss. The patient was weighing (B)(6) with bmi 31.24 and bsa of 1.75. On (B)(6) 2017 the patient underwent a corrective/revision surgery, brachioplasty abdominoplasty along with large ventral hernia repair with other mesh, thermitight of the neck along with suction-assisted lipectomy and perioral fractional co2 laser resurfacing. During the revision procedure, remnant sebaceous shredded previously implanted mesh was found. It was embedded into the hernia sac. The hernia sac was reduced and closed. Upon completion of the closure other mesh was placed on top and cut to generously overlap the repair. It was also reported by the patient that she has no abdominal core musculature and suffers from back pain.

Manufacturer narrative:
Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. 1. Please provide the ultrapro mesh lot number implanted on (B)(6) 2013? 2. In the surgeon¿s opinion, what was cause of the hernia recurrence? 3. Was there any device deficiency identified? 4. What were surgical findings at the second surgery on (B)(6) 2017? 5. What is a patient¿s current status after corrective/revision procedure on (B)(6) 2017 when soft prolene mesh was implanted? 6. In the surgeon¿s opinion, what is cause of the back pain after hernia repair with soft prolene mesh implantation? 7. What is a soft prolene mesh product code and lot number implanted on (B)(6) 2017?